Manufacturer narrative:
1. DHR/bhr review (lot#3135076): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batch used in this batch of products is 3113568, review the raw material inspection records, no abnormalities. 5) the pinch clamp batch used in this batch of products is 3139765, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. Then, the sample is carried out for the pinch clamp sealing pressure test (test process: the extension tubing is clamped in the same position for more than 64 times, and then kept in the clamped state under 800mm pressure device for 3 days), and no leakage is found at the extension tubing. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the damage status of the extension tubing of the complained sample cannot be identified, the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, 2 minutes after administering fluids to a patient via an indwelling needle, the nurse noticed significant oozing from the tubing at the indwelling needle snap, which was inspected for a broken tubing, and the indwelling needle was immediately removed to avoid contamination and adverse reactions. Replaced with a new reset indwelling needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.